Event description:
It was reported that upon impacting the awl in preparation for screw insertion, the bottom (s1) right screw hole are fractured; a crack was seen on the right side of the implant. We left the implant in. Dr felt all would be ok. He said, "it doesn't effect the integrity - solid position." Although the device was used intraoperatively, no patient injury was reported.

Manufacturer narrative:
(B)(4) (no patient complications); (implant cracked). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.